Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device did not change color and the plug would not release. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, with the approach type unknown. The device was stored and prepared according to the IFU, and the physician had achieved certification for its use. There were no visible signs of damage to the device or packaging before use. Regarding the femoral puncture site, suitability was verified through angiography, including a proper insertion angle (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, no vessel tortuosity, no nearby stents, and no stenosis >50%. The site had not been previously closed with any device or manual compression within 30 days, nor was there evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked securely against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button. The indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted in the loop. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device did not change color and the plug would not release. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, with the approach type unknown. The device was stored and prepared according to the IFU, and the physician had achieved certification for its use. There were no visible signs of damage to the device or packaging before use. Regarding the femoral puncture site, suitability was verified through angiography, including a proper insertion angle (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, no vessel tortuosity, no nearby stents, and no stenosis >50%. The site had not been previously closed with any device or manual compression within 30 days, nor was there evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked securely against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button. The indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted in the loop. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found locked; the device is blood saturated. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. The device was saturated with blood. No other anomalies were observed during the visual analysis. Functional analysis was performed. Since the device was saturated with blood, it was cleaned by being washed in an ultrasonic bath for 15 minutes. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The complaint reported by the customer as ¿indicator window-no change to the indicator¿ was not confirmed since no damages were noticed on the indicator window and the device achieved the three stages as expected, thus functioning properly. The internal components were reviewed, and no anomalies were noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. ¿.during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.the analysis results suggest that the failure experienced by the customer could not be related to the manufacturing process. No actions will be taken.